Manufacturer narrative:
Date of report: 21jun2019. Date rec'd by MFR: 20jun2019. A gas delivery system (gds) was returned for analysis. An investigation was performed and the root cause was due to oxygen flow sensor caused by (u1) component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR :23apr2019. Information was received that the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators oxygen concentration was 35.1% when the setting was 30%. No patient involvement. Event date not specified, estimate used.